Event description:
It was reported that during an in service one of the batteries on the cardiosave intra-aortic balloon pump (iabp) was not charging. Tried charging on both ports and still not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Communication/interviews: at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) has conversed with the customer and was advised that the battery is fully charging and working fine now. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h6(component codes & investigation type), h11 corrected fields: h10. Testing of actual/suspected device: (10/3233) a getinge service territory manager (stm) evaluated the unit. Stm advised the new batteries that were installed were never plugged in by the customer. Stm plugged them in and let them charge overnight and they are working properly. This was also confirmed by service technician. The customer is not requesting service since this was a user error. A supplemental report will be submitted upon completion of our investigation.